Event description:
It was reported when using the pyxis medstation es system, it was in critical override/disconnected modes and resulted in a delay in the ability to sign in. The customer reported that the malfunction caused delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was network issue. The field service engineer verified that the site was experiencing network problems. Subsequently, the engineer connected to the station, which is now online and functioning properly. The system functioned as intended after the field service engineer troubleshooted the device.